Manufacturer narrative:
E1: facility name (B)(6). H3: neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will reopened for further investigation.

Event description:
It was reported that there was a spontaneous communication from the patient to advise both of their pumps gave high pressure alarms this morning while changing the cassette. Patient stated they closed the line on the first pump and switched to the backup pump, and the high-pressure alarm continued. Patient checked the line thoroughly to ensure no kinks, kept holding down to prime the tubing and was finally able to get it to prime. Patient advised it was not their central line but instead was the line attached to the pump. Patient did not advise if she replaced tubing. This is a continuous infusion, set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. The patient had a backup device they were able to switch to and continue their infusion. The infusion was life-sustaining.